Manufacturer narrative:
Returned for evaluation was a starburst xl probe. A visual review of the device noted the center array possesses some damage (bent/ kinked). The device was connected to a rita 1500x generator. The device was recognized and appears to be functioning properly. A 10ml syringe was filled with water and attached to the infusion port. A white paper towel was used to collect the water as its ejected through the tip. There was no evidence of foreign material or discoloration on the towel. The customer's reported complaint description of foreign matter in the fluid path is confirmed based off the photographic evidence provided by the complainant. During the sample evaluation, no foreign matter was observed although it's possible that there was only a small amount that was flushed out during the initial purge cycle at the customer facility. The arrays with the drive tube are ultrasonically cleaned and wiped prior to installation of the trocar. The exact cause of the dirty fluid cannot be definitely determined, although a review of trends for this failure type and product family indicates that this is considered an isolated incident. A review of the lot history records was performed for the reported packaging lot 5126590 for catalog number h7877001039021 for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. The most likely root cause to the damage to the tip is due to handling. The device is inspected for damage prior to shipment. The serial number of the hardware unit used during this event was not reported by the complainant. Without a reported serial number, a review of hardware service records is not possible. Furthermore, the reported complaint type could not have been a result of an anomaly with the unit. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).

Manufacturer narrative:
It was reported that the disposable device is available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on september 21, 2017: during the preparation, it was reported that the starburst xl probe tines were difficult to deploy. The probe was irrigated/flushed with sterile saline preprocedure, at which time it was observed that a discolored fluid came from the line. The doctor determined not to use another xl needle as a precaution due to concerns the event would re-occur. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.